Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient is a previous smoker with a history of previous pci, diabetes, hyperlipidemia, hypertension, premature cad in a first degree relative, and cad. Index procedure was prompted by stable angina and a positive functional study. The stent was implanted in a lesion in the mid rca exhibiting 70% stenosis. The stent was deployed at a max pressure of 14 atm, and post dilated at a max pressure of 18 atm.

Manufacturer narrative:
(B)(4). Actual brand is drug filled stent stephen g. Worthley, md,a alexandre abizaid, md,b ajay j. Kirtane, md j a c c : cardiovascular interventions vol.10, no.2, 2017 first-in-human evaluation of a novel polymer-free drug-filled stent: angiographic, ivus, oct, and clinical outcomes from the revelution study doi.org/10.1016/j.jc event date is the date of publication.

Event description:
This study described in the journal article sought to assess the safety and effectiveness of the medtronic drug-filled stent (dfs) in the treatment of patients with coronary artery disease. 100 patients were enrolled in the revelution trial. A cohort of 50 were clinically assessed at 9 months. Another cohort of 50 were to be clinically assessed at 24 months. Follow-up in the 24-month cohort is ongoing. Target vessel locations included left anterior descending,left circumflex, and right coronary artery. Six cases of stent malapposition were observed immediately postprocedure; 4 were resolved and 2 persisted at 9 months. No cases of late acquired stent malapposition were observed. One non¿q¿wave mi occurred on day 263 post-implant in a subject with lung cancer while undergoing a ctguided lung biopsy. At 9 months, there were no cases of restenosis, no target vessel revascularizations, no definite or probable stent thromboses, and no deaths. Please note that this device (drug filled stent) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.